Event description:
It was reported that at a regular followup elective replacement indicator (eri) was noted and it was confirmed that the device had experienced a lock-up. The patient reported feeling fatigued during the time the device was in the eri setting. The lock-up was released and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.